Manufacturer narrative:
H4: the lot was manufactured between january 26, 2024 - january 29, 2024. H11: the actual device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. Based on the evaluation result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the solution would not infuse out of a small volume infusor flow control tube. This occurred when a pharmacist was priming the pump prior to patient use. There was no patient involvement. No additional information is available.